Event description:
The manufacturer received information alleging nausea, device has strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam, the patient alleged strange odor. Nausea, there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is unknown white and black dust like contamination found at the air inlet and outlet of the blower box, blower motor and the blower motor seal, hair/fibers on the bottom the blower box, light gray film of unknown contamination throughout the inside of the device located on the top enclosure, front panel, rear panel, and bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symptoms specified. In this report, section h6 has been updated.